Event description:
A bls team responded to a person described as having been down for approximately 1/2 to 1 hr. The device was connected to the pt and the analyze button pressed. According to the reporter, the device alarmed "motion detected" and would not analyze the pt when "analyze" button was pressed. An als team arrived with a backup defibrillator/monitor and diagnosed the pt in asystole. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt because of the pt's long down time.